Event description:
It has been reported to philips that the system could not be started. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the power distribution unit (pdu) fan tray unit. The fse replaced the pdu fan tray unit and the pdu overvoltage protection board, and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon further troubleshooting actions, the fse found that the issue with the power distribution unit (pdu) fan tray unit. The fse replaced the pdu fan tray unit and the pdu overvoltage protection board, but issue is still not resolved then fse checked the pds ups power board and measured fuse. After that fse replaced the upc controller and battery pack. After all replacement fse restarted the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.